Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported differences between his sensor glucose and blood glucose readings. He stated that his sensor glucose would stay around 300 mg/dl even though he had already treated for his high blood glucose. The customer also reported an event where his insulin pump would display a low blood glucose of 30 mg/dl and when he raised his blood glucose, his sensor glucose would still display a low reading. The customer declined to troubleshoot. No additional information provided.